Event description:
Laparoscopic cholecystectomy event description: rep was not present for the case. Surgeon used a clip applier that would not reload. One clip was placed without issue and then the device "locked." No other clips were able to be dispensed. There was no patient injury. The case was completed with another ca500. Product not available for return. Additional information was received via email on 13april2022. From [name], applied medical account manager I: "[the surgeon] clarified that the first clip "scissored" upon deployment and cut the cystic duct. [The surgeon] removed the clip applier and used a linear stapler to complete the case. The patient was not injured."the ca500 was deployed through 11mm trocar. The clip was properly loaded in jaws. There was no pressure applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, the trigger did appear in tact. The surgeon did not torque the jaws on a vessel or tubular structure. The jaws were not located completely around the vessel. The duct was large and why the surgeon used a stapler to complete the surgery. The surgeon skeletonized tissue with a laparoscopic dissector. Intervention: the case was completed with a stapler. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation; however, a lot number has been provided. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: rep was not present for the case. Surgeon used a clip applier that would not reload. One clip was placed without issue and then the device "locked." No other clips were able to be dispensed. There was no patient injury. The case was completed with another ca500. Product not available for return. Additional information was received via email on 13apr2022 from [name], applied medical account manager I: "[the surgeon] clarified that the first clip "scissored" upon deployment and cut the cystic duct. [The surgeon] removed the clip applier and used a linear stapler to complete the case. The patient was not injured." The ca500 was deployed through 11mm trocar. The clip was properly loaded in jaws. There was no pressure applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip. The trigger did appear in tact. The surgeon did not torque the jaws on a vessel or tubular structure. The jaws were not located completely around the vessel. The duct was large and why the surgeon used a stapler to complete the surgery. The surgeon skeletonized tissue with a laparoscopic dissector. Intervention: the case was completed with a stapler. Patient status: no patient injury.